Event description:
Patient stated that she normally has husband give her the copaxone injection. He was away and she asked her son in law who is a physician. Injection was not administered properly and ¿most of the medicine leaked and ran down the outside of my skin onto the floor¿. Patient was unable to determine how much if any medication was administered. Patient stated that she was now alone (son in law returned to work) and that she was not comfortable in self-administering a second dose while she was alone. She was also uncomfortable administering a second dose not knowing if any medication from first dose was absorbed or not. Patient planned to take her next scheduled dose (B)(6) earlier in the day on (B)(6) (2pm vs normal 7pm) when her husband returned home from travel. Advised patient that if she was uncomfortable administering the medication while alone this would be her only chance. Patient asked if missing one dose was likely to trigger a relapse. Informed patient that it was unlikely but that it is impossible to place a number on same. Patient advised to notify her provider of this event on (B)(6). Patient advised to contact her provider or seek emergency evaluation if she begins to feel unwell or notice symptoms of relapse. F/u with patient on (B)(6).